Event description:
It was reported that during an assisted da-vinci radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors instrument had restricted movement and cold cutting was difficult. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end. As a result, the instrument could not operate properly. There were potential fragments due to missing pieces of the grip cable. Advance failure analysis partially confirmed the initial findings. The instrument was confirmed to have a broken distal grip cable, however, further investigation indicated there was no missing fragment. The housing was removed and it was observed that the grip cables around the input disk were loose as a result of the broken cable. The other cables were loosened to get a better look on the distal end and it was observed that the broken cable hypotube was far up into the hypotube and unable to be seen. Upon taking a closer look at the proximal end, it was seen that the hypotube was bent in the shape of a hook. It appears that the instrument was likely used for some time after the grip cable broken resulting in the hypotube getting shifted up into the proximal end and bent. The main tube was removed and the hypotube with the broken grip cable was aligned with the distal end. It was observed that the length matched where the cable broke off at the crimp. Additionally, the broken cable appears to be cut at the same length which further indicates it is broken from the crimp and there is no fragment missing. As a result of the broken grip cable, the cut test was unable to be performed.